Event description:
A doctor reported that during surgery, a small amount of bubbles are released when the cutter is at a cutting rate over around 4000 cuts per minute (cpm). Then it stops releasing bubbles until the foot pedal is released and depressed again to high speed. No patient injury reported.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).